Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a home choice (hc) device during the initial drain. The patient was connected at time of alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Therapy was ended and the caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was reported to be available for return but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was received for evaluation. The return sample was visually inspection with naked eye with no issues noted. Leak testing, clamp function test, clear passage test were conducted with no issues noted. Sample ran on homechoice machine (simulated use) with no issues noted. The device met all visual and functional requirements. Should additional relevant information become available, a supplemental report will be submitted.